Manufacturer narrative:
The subject has not returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and duplicated the reported phenomenon. It was found the converter unit failure of the subject device which made flashing the front panel. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus (B)(4) , omsc concluded the reported phenomenon occurred due to the converter unit failure of the subject device. The cause of the converter unit failure could not be identified. However, it might have occurred accidentally due to aging deterioration with passing more than 7 years since manufacturing the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the front panel of the subject device was flashed when the subject device was turned on at the unspecified timing. There was no report of patient injury associated with this event.